Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error. The customer's blood glucose value was unknown. Troubleshooting was done. The customer stated that he able to saw critical pump error image on screen. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The customer was reported that the pump error was occurred before going off the screen. The insulin pump will be returned for analysis.

Manufacturer narrative:
Critical pump error after battery installation. Constant critical pump error alarm due to moisture damage on the electronic assembly. Corroded motor assembly noted during visual inspection. Unable to confirm a broken force sensor was detected during seating or regular delivery alarm due to critical pump error alarm. Device also received with cracked case and cracked case near belt clip rail corner.